Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was sated that the cassette blocks the flow of liquid. The incident occurred before use on the patient, specifically at the time of the cassette change. It had no clinical consequences for the patient. The two affected cassettes were retrieved by the hospital pharmacy (pui), and additionally, 4 boxes containing 12 units each have been placed in quarantine. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that cassette blocks the flow of liquid. As received no damage or anomalies were observed. In attempts to replicate clinical use a blue clip was attached to the cassette and filled with 250 ml of water using a manufacturer provided syringe and inserted into a cadd solis pump. The set was primed with 10 ml. No alarms, leakage or difficulties priming were observed. The complaint of cassette blocks flow of fluid cannot be replicated or confirmed.